Event description:
Two proximate vascular staplers were placed on the pulmonary artery. The first one was fired and caused bleeding that continued when the 2nd was fired. There were holes where the staples did not close. The pt was put on bypass.